Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user, circumferential red rash and itching on the peristomal skin. Cleanse skin with water, also uses adhesive remover and barrier wipes. Changes skin barrier every 2 days. User created a hole punch to cut the opening of this wafer and started using it instead of molding his skin barrier to fit his stoma approximately 2 weeks ago. He used this hole punch so the red rash like would not be covered by his skin barrier. No further information provided.